Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with use of the abbott diabetes care (adc) device. It was reported that the "sensor was worn, but it was tingling". The customer went to a hospital and found that the "guide needle was protruding from the center of the sensor". The customer had contact with a healthcare professional (hcp) who removed the guide needle and replaced it with a new sensor. There was no report of death or permanent impairment associated with this event.

Event description:
An insertion issue was reported with use of the abbott diabetes care (adc) device. It was reported that the "sensor was worn, but it was tingling". The customer went to a hospital and found that the "guide needle was protruding from the center of the sensor". The customer had contact with a healthcare professional (hcp) who removed the guide needle and replaced it with a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly and cracked sensor neck was observed. Unable to perform further investigation due to no product returned. Therefore, issue will be closed to no product returned. At this time sensor pack and applicator has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Unable to perform further investigation due to no product returned. Issue closed to no product returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with use of the abbott diabetes care (adc) device. It was reported that the "sensor was worn, but it was tingling". The customer went to a hospital and found that the "guide needle was protruding from the center of the sensor". The customer had contact with a healthcare professional (hcp) who removed the guide needle and replaced it with a new sensor. There was no report of death or permanent impairment associated with this event.

Event description:
An insertion issue was reported with use of the abbott diabetes care (adc) device. It was reported that the "sensor was worn, but it was tingling". The customer went to a hospital and found that the "guide needle was protruding from the center of the sensor". The customer had contact with a healthcare professional (hcp) who removed the guide needle and replaced it with a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on returned sensor and no issues were observed. Sensor plug was properly seated. Visual inspection has been performed on the sensor plug assembly, cracked sensor neck was observed. Unable to perform further investigation due to no product returned. Issue closed to no product returned. At this time sensor pack and applicator has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs (device history review) showed the libre sensor and libre sensor kits passed all tests prior to release. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This also serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An insertion issue was reported with use of the abbott diabetes care (adc) device. It was reported that the "sensor was worn, but it was tingling". The customer went to a hospital and found that the "guide needle was protruding from the center of the sensor". The customer had contact with a healthcare professional (hcp) who removed the guide needle and replaced it with a new sensor. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.